Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The eccentric 95% stenotic and moderately calcified lesion was located in the proximal segment of the mildly tortuous left circumflex (lcx) artery. The lesion was pre-dilated with a 2.5mm x 12 mm maverick balloon and a 2.75mm x 12mm taxus stent was deployed. The 2.75mm x 8mm quantum maverick monorail balloon catheter was used to post-dilate the stent and reported to have burst at 10 atm's. The duration of the inflation is unknown, nor how many times or on which inflation the event occurred. The balloon was removed intact. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "stable".